Manufacturer narrative:
Per the instructions for use (IFU) central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the event was unable to be determined, but was likely due to procedural factors post dilation three times. In an edwards lifesciences review, devices returned for these complaints leaflet alleged inadequate coaptation over a two-year span were evaluated. The review states that the summary of hydro performance test data has demonstrated that all the returned complaint valves functioned properly possessing adequate coaptation, and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv valve coaptation and valve appearance should not be evaluated during thv valve preparation. Additionally, the summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non-conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the review are still in place. In summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Given that there is no evidence of product non-conformance or device malfunction, no further engineering evaluation is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During tavr viv procedure the physicians implanted a 26 mm sapien 3 ultra valve in valve in a mitroflow aortic valve via transfemoral approach. Post deployment they wanted to crack the mitroflow device. They post dilated 3 times with a non-edwards balloon. They then noticed one of the leaflets on the 26 mm s3u was not moving. The patient had central aortic insufficiency (ai). At this point a non-edwards valve was implanted inside the 26 mm sapien 3 ultra and the central ai resolved. The patient was in stable condition post procedure. Per medical opinion, the central ai was due to procedural factors (post dilation 3 times to crack the mitroflow device).